Event description:
It was reported that temporary artifacts were observed on this lead approx. 51 months after the implantation. The lead was explanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. Inventra 7 vr-t df4 promri: upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for 52 months and 20 charging cycles were recorded to the devices memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel, leading to two charging cycles. Therefore, a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel, confirming the clinical observation. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction. Plexa promri s 65: upon receipt, the lead under complaint was found fragmented into 3 segments. Extraction aids were found on the fragments. The analysis revealed that the insulation of the proximal fragment was found abraded through approximately between 25 and 31.5 cm distal to the df4 connector pin, which is assumed to be the root cause of the reported oversensing. Based on the characteristics, as well as the location of the insulation damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore, the rv shock coil was found deformed, which most likely resulted from the extraction procedure due to tensile stress. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of material or manufacturing problem.